Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific value was provided. Contact reported that they think that the customer's bg level may have been related to a cupcake; however, contact did not clarify further. Customer administered a correction bolus to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.